Manufacturer narrative:
(B) (4); the device has not been received for evaluation.(B) (4)

Event description:
Inserted anchor as normal, passed the suture thru the cuff using the elite pass long bite, went to tie the suture down when it snapped - did not even get the knot down. Had to position another suture anchor in a slightly suboptimal position.